Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14703, 2015691-2020-14704, 2015691-2020-14705, 2015691-2020-14706, 2015691-2020-14707, 2015691-2020-14708, 2015691-2020-14709, 2015691-2020-14710.

Manufacturer narrative:
This is three of eight manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from december 2015 to december 2018. For this reason, the first day of the reported study period ((B)(6) 2015) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve and edwards sapien 3 ultra heart valve. Please reference article: uchida, yasuhiro, et al. "Impact of skeletal muscle mass on clinical outcomes in patients with severe aortic stenosis undergoing transcatheter aortic valve replacement." Cardiovascular intervention and therapeutics (2020): 1-9. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Based on the limited information provided in the article, the cause of the cardiac tamponade is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through review of article ¿impact of skeletal muscle mass on clinical outcomes in patients with severe aortic stenosis undergoing transcatheter aortic valve replacement¿ regarding a  single-center study conducted on 71 consecutive patients who underwent tavr for symptomatic severe aortic stenosis from december 2015 to december 2018. The following procedural complications were noted in table 2: -during the procedure 2 patients had cardiac tamponade. Details of the events were not provided.